Manufacturer narrative:
(B)(4).

Event description:
It was reported noise was observed on the atrial and ventricular channels. In-clinic patient manipulation could reproduce noise. Programming changes were made. The patient will be monitored with routine follow-up.